Event description:
Loose glenoid and low grade infection required glenoid removal. Right shoulder. Implanted (B)(6) 2011; onset date (B)(6) 2012.

Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device.